Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate ECG readings was unconfirmed. A test sherlock was used to duplicate the complaint, however, it was unsuccessful as the sherlock is functioning normally. Also used an ECG simulator to duplicate the complaint and it was also unsuccessful as the ECG simulator is functioning normally. Could be customer is using the scanner around something magnetic which could cause the location of the sherlock sensor to be misaligned. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Event description:
Per tm, the staff has tried 3 units and all 3 are showing a different location on the screen vs. What the ECG is showing and what post-insertion x-rays are showing for tip location. This report addresses the unit that was received by the manufacturer.

Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed two other similar product complaint(s) from this serial number.

Event description:
Per tm, the staff has tried 3 units and all 3 are showing a different location on the screen vs. What the ECG is showing and what post-insertion x-rays are showing for tip location. This report is for the first of three events reported.